Event description:
Hospital worker rec'd a splash of cidex activated dialdehyde solution in one of her eyes while handling soaking devices. The worker was not wearing recommended eye protection. "Msds" info provided and worker advised to wash eye for at least 15 minutes. Info provided on 12/7/98 indicated that the worker went to a health care professional and the dr prescribed steroids and antibiotic ointment. The worker indicated that she is "o.k. - no problems."